Event description:
It was reported that when using the bd pyxis¿ es server, patients were not crossing over to pyxis. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that patients were not crossing over to pyxis. The technical support specialist (tss) reviewed and determined that the meditech interface had been restarted, after which messages resumed normal flow, validated by checking es and server logs, restarting the inbound processor, confirming no queue backlog or critical overrides, and eventually the customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist (tss) troubleshot the device.